Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an impella cp procedure following a transcatheter aortic valve replacement (tavr), a guidewire was used to facilitate device reinsertion via the left femoral artery after switching access sites due to bleeding from the right groin. During the reinsertion attempt, the abiomed 0.018 guidewire would not advance and was associated with an audible ¿buzzing¿ sound. The impella system was temporarily powered off and then restarted. Following this, the guidewire was successfully advanced under fluoroscopic guidance, allowing for device placement. Subsequent to placement, no placement signal was observed on the automated impella controller (aic). No signs or symptoms of patient injury or patient harm were reported in association with this event. This complaint involves two impella devices: impella cp, with serial number 677525 impella guide wire 0.018"ptfe coated, with lot number 9464350 this MDR specifically addresses impella guide wire 0.018"ptfe coated, with lot number 9464350, which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.

Manufacturer narrative:
Updated information: d3 MFR fax number added. Additional information was provided from the original equipment manufacturer: summary of investigation results: no device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. Correction summary: no corrections required. Conclusion: the complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ¿physician preference¿ and/or ¿user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter¿ appears to have impacted on the event as reported.

Manufacturer narrative:
B5 revised with the additional information inadvertently omitted on manufacturer device report 1220648-2026-08154-1. H6 medical device problem code a150207 changed to a150206 based on the additional information received.

Event description:
The reported bleeding was noted post-insertion after perclose deployment. Upon explant from the right side, difficulty was encountered rethreading the abiomed 0.018-inch guidewire through the pigtail and past the proximal end.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that bleeding was observed following device insertion after perclose deployment. It was further reported that upon explant from the right femoral access site, difficulty was encountered when attempting to re-advance the abiomed guidewire through the pigtail and past the proximal end. The sales representative indicated that non-essential equipment, including the device, was discarded following the procedure due to the clinical circumstances. The device was subsequently explanted the following day and will not be returned to the manufacturer for evaluation. Related medical device reports: this impella guide wire 0.018"ptfe coated device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
B5 updated with additional information received from the clinical site

Event description:
No issues were reported during removal of the product from its packaging. The product was carefully laid out by the technician and inspected during the priming process, with no issues identified. No issues were noted during advancement over the guidewire on the initial insertion; the issue was only encountered during reinsertion. It is unknown whether a new guidewire was used or if the original guidewire was reshaped or modified. It is unknown whether any unusual force was applied to the device. The device was easily removed prior to reinsertion and again at the time of final explant the following day. A ¿buzzing¿ sound was reported, appearing to originate from the motor area of the pump, described as similar to an object contacting a ceiling fan, but at a higher frequency. The device was visualized as set at p-0; however, it was noted that it may be inferred that it may have continued operating at a prior performance level. Once the impella driveline was disconnected from the aic and the aic was restarted, device operation proceeded without further issue.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07003. The investigation for the difficult/unable to insert through other device has been completed. The cause of difficult/unable to insert through other device was not determined due to no product being returned for the investigation and with insufficient clinical details.